Event description:
Caller reported damage to the tandem charging cable, which became hot to the touch and was unusable. There was no adverse impact to the customer¿s blood glucose level. Damaged charging supplies were replaced by cts via 2-day shipping.